Manufacturer narrative:
Bench repair evaluated the device and confirmed the navigation ring failure. Corrective action was taken by replacing the front bezel assembly. Following the repair, the device successfully passed all required performance verification tests in accordance with philips standards and was returned to service.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer regarding a v60 device, indicating that the navigation functionality is not working¿the device does not scroll and does not respond to user input. The device was removed from service due to this nuisance issue. There was no patient involvement at the time the problem was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported problem. The v60¿s navigation ring was not functioning properly. The affected parts include the front bezel with nav ring and front bezel without nav ring. Since there is no field service available to remediate the issue, the device will need to be shipped to the bench. The customer was provided with the bench documentation via email, and a bench work order has been created to address the repair. This investigation is ongoing.